Event description:
A customer contacted global technical services (gts) regarding bypassing initial drain as she drained out and started over with the same supplies on the home choice (hc). The technical service representative (tsr) had the caller end therapy as she was reusing supplies and was connected during priming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.